Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: product identification records for the alleged gore device were not provided. [Missing records: records for two prior episodes of small bowel obstruction after ventral hernia repair with mesh; operative report for ventral hernia repair with mesh; CT scan showing small bowel obstruction were not provided.] (B)(6) 2015: (B)(6) . Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Procedure: exploratory laparotomy. Lysis of adhesions. Removal of mesh. Skin only closure. Attending: (B)(6) . Assistants: (B)(6) . Anesthesia: geta. Estimated blood loss: 100 ml. Specimen: none. Complications: none. Intraoperative findings: patient had evidence of a loop of small bowel that was firmly adherent to prior mesh, almost creating a fistula. A full thickness injury secondary to mesh was not found, but there was a serpsal injury due to mesh being firmly adherent to this loop of bowel. Indications for the operation: the patient is a 69-year-old gentleman who had undergone a left hip arthroplasty at the end of march. He had tolerated that procedure well, but postoperatively developed some increasing abdominal distension, nausea, vomiting and abdominal pain. General surgery was consulted for possible ileus. The patient had had 2 prior episodes of small bowel obstruction after having a ventral hernia repair with mesh, therefore, CT scan was done at this time which revealed another small bowel obstruction. Unfortunately the patient did not recover bowel function over a 72-hour period and since he was having significant output from his ng, measuring up to 3 liters, it was decided that he should undergo an exploratory laparotomy and lysis of adhesions. Details of the operation: ¿the patient was identified in the preoperative holding area and marked. Informed consent was obtained and he was brought back to the operating room and placed on the operating room table in supine position. General anesthesia was induced and he was given a perioperative dose of antibiotics. He was then prepped and draped in the usual sterile fashion and time was performed. We began with a lower midline incision below his prior scar. We used scalpel followed by electrocautery and entered the peritoneum safely. Upon doing that, we noted significant adhesions between loop of bowel and mesh that was in place. We incised the skin further around the umbilicus in the upper midline and cut through the mesh sharply. We lysed adhesions between the loop of bowel using metzenbaum scissors and separated the segment of bowel from the mesh. It appeared that there was a forming fistula between the mesh and the small bowel, but there was no full thickness small bowel injury noted. Three 3-0 silk sutures were used to repair the serosal tear secondary to the mesh. Once this was repaired, the small bowel in its entirety was ran and it was obvious that this was the transition point. We then focused our attention on removal of the mesh. Using blunt and sharp dissection, we removed the entirety of the mesh from the peritoneum and fascial lining. After this was performed, we ensured hemostasis. We then formed fascial flaps in order to close the patient¿s abdominal wall. Unfortunately the fascial flaps were widely separated and it would have been too tight had we closed the fascia primarily, therefore, the decision was made to close the skin primarily. Using 0 prolene suture, the skin was closed in a running fashion. We then applied a sterile dressing to the wound. The patient was extubated and taken to pacu in stable condition. Dr. (B)(6) was present for all key portions of the operation.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1901: additional surgery; f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 3191: appropriate term not available for "serosal tear," "serpsal [sic] injury due to mesh") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the medical records included a single operative report dated (B)(6) 2015 and not all records received are relevant to the gore® dualmesh® biomaterial. Medical records including the operative report for the alleged implant of a gore® dualmesh® biomaterial on (B)(6) 2006 were not provided. Medical records for two episodes of small bowel obstruction after ventral hernia repair with mesh were not provided. Patient information: medical history: ventral hernia. Small bowel obstruction x3. Surgical procedures: unknown date [(B)(6) 2006]: open incisional hernia repair. Implant: gore® dualmesh® biomaterial. (B)(6) 2015: left hip arthroplasty [post-operatively experienced a bowel obstruction]. (B)(6) 2015: exploratory laparotomy. Lysis of adhesions. Removal of mesh. Skin only closure. Implant preoperative complaints: no information . Implant procedure: alleged: open incisional hernia repair. [Implant: gore® dualmesh® biomaterial, 1dlmc06/03492161, 18cm x 24cm x 1 mm thick] [no medical records provided to confirm product identification.]. Implant date: alleged: (B)(6) 2006. No operative report provided. Explant preoperative complaints: (B)(6) 2015: indications: ¿the patient is a 69-year-old gentleman who had undergone a left hip arthroplasty at the end of (B)(6). He had tolerated that procedure well, but postoperatively developed some increasing abdominal distension, nausea, vomiting and abdominal pain. General surgery was consulted for possible ileus. The patient had 2 prior episodes of small bowel obstruction after having a ventral hernia repair with mesh, therefore, CT scan was done at this time which revealed another small bowel obstruction. Unfortunately the patient did not recover bowel function over a 72-hour period and since he was having significant output from his ng, measuring up to 3 liters, it was decided that he should undergo an exploratory laparotomy and lysis of adhesions.¿ explant procedure: exploratory laparotomy. Lysis of adhesions. Removal of mesh. Skin only closure. Explant date: (B)(6) 2015 : wound classification: ¿clean.¿ findings: ¿patient had evidence of a loop of small bowel that was firmly adherent to prior mesh, almost creating a fistula. A full thickness injury secondary to mesh was not found, but there was a serpsal [sic] injury due to mesh being firmly adherent to this loop of bowel .¿ procedure: ¿we began with a lower midline incision below his prior scar. We used scalpel followed by electrocautery and entered the peritoneum safely. Upon doing that, we noted significant adhesions between loop of bowel and mesh that was in place. We incised the skin further around the umbilicus in the upper midline and cut through the mesh sharply. We lysed adhesions between the loop of bowel using metzenbaum scissors and separated the segment of bowel from the mesh. It appeared that there was a forming fistula between the mesh and the small bowel, but there was no full thickness small bowel injury noted. Three 3-0 silk sutures were used to repair the serosal tear secondary to the mesh. Once this was repaired, the small bowel in its entirety was ran and it was obvious that this was the transition point. We then focused our attention on removal of the mesh. Using blunt and sharp dissection, we removed the entirety of the mesh from the peritoneum and fascial lining . After this was performed, we ensured hemostasis. We then formed fascial flaps in order to close the patient¿s abdominal wall. Unfortunately the fascial flaps were widely separated and it would have been too tight had we closed the fascia primarily, therefore, the decision was made to close the skin primarily. Using 0 prolene suture, the skin was closed in a running fashion.¿ pathology report was not provided. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006 a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstruction, adhesion, serosal tear, serosal injury due to mesh, mesh removal, additional surgery. Additional event specific information was not provided.